Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer completed the load process, and the pump prompted the customer to change the cartridge. Customer declined troubleshooting with tandem technical support, and stated the cartridge will be reloaded onto the pump. There was no reported impact to customer's blood glucose level.